Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -10.00/1.0/177 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a same size, similar (sphere/cylinder/axis) lens on (B)(6) 2021 from patient's left right eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, the replacement lens was placed vertically instead of horizontally.

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).